Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. G2: fisher b, astolfi m, deslaurier j, childers k, lee jy, samani m, declercq m, wiater jm, polyethylene wear: an under-reported cause of failed shoulder arthroplasty, jses international (2025), doi: https://doi.org/10.1016/j.jseint.2025.04.002. H6: component codes: mechanical (g04) - head. Visual examination of representative photos within the journal article shows heavy bearing wear and implant debris. Part and lot identification are necessary for review of device history records, neither were provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient reported symptoms of pain, weakness, stiffness/reduced range of motion, instability, humeral sclerosis, and loosening of the glenoid and/or humerus. The patient retained the implants, and no further treatment/intervention was specified. Attempts have been made to obtain additional information. No additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.